Event description:
It was reported that 92 episodes were found in the session records where 32 were non-sustained episodes, 54 svt, 3 vt and 3 vf. It was suspected that there were conducted atrial arrhythmias that also resulted in inadequate therapy. There was no device malfunction suspected. Programming changes were recommended. No consequences for the patient were reported.